Event description:
A customer reported that the t: slim x2 pump battery would not charge despite using the recommended tandem charging cable and wall adapter. When attempting to resolve the issue by plugging the adapter into a working outlet for 30 minutes, the pump still did not recognize the charging connection. The customer tried using a different wall adapter, but the problem persisted. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and the case was closed with no additional action required.